Event description:
The customer reported having unspecified problems with the defibrillator during use on a patient.

Manufacturer narrative:
The customer reported having unspecified problems with the defibrillator during use on a patient. A second defibrillator was used. The involved patient died, but the customer does not allege that the device was a factor in the patient outcome. The customer stated that they believed the issue was user related and not due to a device malfunction. The unit was evaluated by a philips representative. There were no errors in the log from this event, and the device passed all testing. The device remains in use at the customer site. Based on the customer's report and upon philip's review and evaluation, we are considering this issue the result of a user misunderstanding and not a malfunction of the device.